Manufacturer narrative:
Concomitant products: product ID neu_leadcap_acc, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type accessory; product ID m924256a003, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after being implanted with a deep brain stimulation (dbs) lead the day prior to report, the patient had ¿seizures during hospitalization¿ on the day of report. CT imaging was performed to identify the issue and found that ¿lead displacement was the root cause.¿ two days after initial report, the patient¿s lead was revised and the patient¿s physician reported the ¿stimloc was loose¿ and that this had ¿resulted in the lead displacement.¿ both the stimloc and lead were replaced at that time. There were ¿no complaints¿ since the replacement. The patient was discharged and back home as of nine days after initial report and was to ¿start implantable neurostimulator (ins) in (B)(6) 2015.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found the lead body was ¿stretched.¿ analysis of the stimloc found no anomaly.